Event description:
It was reported that pump displayed malfunction alarm code 12 with no notable events occurring beforehand. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided reset instructions, assisted caller with resetting pump, confirmed malfunction did not recur after reset, advised customer to continue using pump, and instructed customer to call back if malfunction alarm returned, which caller acknowledged and understood.